Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if the issue reoccurs, which they acknowledged and understood.